Event description:
A customer reported that the cutter was not working during a vitreoretinal procedure. It is unknown if aspiration was working. The product was replaced and the procedure was completed without harm to the patient. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device record history shows the product was released per specifications. The returned sample was visually inspected and the aspiration line and the clear pneumatic driveline behind the rearshell of the probe were observed to be kinked. The most likely root cause for the customer¿s event is a manufacturing defect. The probe has a rear shell meant to improve the ergonomics of the handpiece, however if the rear shell is improperly installed, it will result in the customers reported event. (B)(4).